Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this implantable lead was surgically abandoned after displaying impedance issues and pacing not being delivered when required. A request for additional information has been made. There were no adverse patient effects reported. Should additional information become available, this report will be updated.